Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, olympus confirmed foreign material adhered/clogged in biopsy channel, but the type of the material or root cause cannot be identified. Additionally, the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the colonovideoscope had seeds stuck inside causing the cleaning brush to not be able to pass down the channel. The issue occurred during reprocessing. The customer did not report if the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign material exiting from the channel. Additional malfunctions found are as follows. Brush passage: no pass in channel from section cylinder. Leaking bx channel (biopsy channel). The forceps channel had kinks and dents. Low angulation found. The r/l (right, left) and u/d (up, down) knobs are loose. The d/e (distal end) plastic cover was dented. The ob lens (objective lens) had peeled cement. The lg (light guide) lens was cracked. A-rubber (bending section cover) glue was cracked. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.